Event description:
Revision surgery - due to the patient having a peri-prosthetic fracture which required the removal of the linear stem and head.

Manufacturer narrative:
The reason for this revision surgery was to remedy a peri-prosthetic fracture after 9 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause for the per-prosthetic fracture cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.